Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right diaphyseal femur and proximal tibia with notes: "prosthetic loosening. Painful and unstable prosthesis. The patient needs a custom femoral implant (previous failed right distal femoral replacement). Medical history: he previously had minimally invasive growing femoral rod and a passive grower on the tibial side. Both components are now loose and painful."